Event description:
Customer received a false negative hcg result of 0.223 iu per l for one patient sample which was reported. This initial result was a serum sample collected in a bd 13 x 75 mm tube and run as an aliquot from a 13 x 75 mm greiner screw cap tube. The doctor from operating room requested the sample be repeated. The next day the same aliquot was pulled and tested resulting at 2275 iu per l. A second repeat was performed on the original bd collection tube resulting at 2227 iu per l. Customer stated, "the patient did not receive any treatment due to the false low result, because the attending doctor was expecting a higher result. It was the doctor that requested a repeat and was satisfied with the 2nd result because it fit expectations". If additional information is received, appropriate notification will be provided.